Event description:
Customer reported a motor error alarm and another alarm. The blood glucose reading is 98 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a failed battery test due to a corroded battery tube and corroded battery cap contact. No error alarms could be verified and the functional tests could not be performed due to the constant failed battery alarm. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.